Event description:
A caller reported experiencing a cgm error 42 with their g6 sensor. No impact to the customer's blood glucose level was noted. Technical support provided comprehensive instructions for resetting the pump and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully initiated a new sensor session.